Manufacturer narrative:
The product was returned for evaluation but the investigation has not yet been completed. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels reached 16.7 mmol/l (300 mg/dl) while wearing the pod between 36 and 48 hours on the arm. The patient saw insulin leaking from the insertion site and noted the cannula was bent.

Manufacturer narrative:
The returned device was evaluated and performed as designed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. No issues noted that would cause fluid to leak during wear or high blood glucose levels.